Event description:
As reported by the patients¿ attorney, a solyx sis system (MFR report # 3005099803-2013-14337), uphold vaginal support system (MFR report #3005099803-2013-14339) and a pinnacle posterior pelvic floor repair kit (MFR report # 3005099803-2013-14340) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.